Event description:
Acute superficial infection.

Manufacturer narrative:
Agent reported revision surgery for acute superficial infection. Complaint has been evaluated and is similar to report number 1644408-2023-00076; 942-01-36f, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.